Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. The ¿tears on pink rubber, exposed core¿ was confirmed, and the phenomenon reported by the customer was reproduced. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasound gastrovideoscope had a deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating/ there was a tear in the transducer. The issue occurred during reprocessing. There were no reports of patient involvement.